Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR (B)(4). All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after thr surgery had been performed on (B)(6) 2021, the cocr 12/14 fem head 28 +0 was found completely loose. This adverse event was solved by a explanation on (B)(6) 2021. The current health status of patient is unknown.